Event description:
It was reported that t:slim x2 pump battery would not charge and caller noted power source alert in pump history. There was no reported impact to the customer¿s blood glucose level. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.